Manufacturer narrative:
Device was received with frozen display due to moisture damage electronic assembly. No missing segments or partial display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly. Customer stated that the replaced battery and screen was flashing. Custer inserted new battery but issue did not resolved and insulin pump was vibrating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.